Manufacturer narrative:
The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements; no injury resulted.